Manufacturer narrative:
As reported, the hub of a 6f .070-inch judkins left (jl) 3.5 55¿125cm vista brite tip guiding catheter was found to be cracked upon opening the packaging for use. Another vista brite tip catheter was used to complete the percutaneous coronary intervention (pci) procedure. There was no reported patient injury. Upon opening the packaging, a crack was found at the base of the catheter, consistent with the image provided for review. The device was not separated into multiple pieces. The product was stored, handled, and prepped according to the instructions for use (IFU), and no difficulties were encountered during removal from packaging or preparation. The non-sterile catheter 6f .070 jl3.5 100cm was received coiled inside a clear plastic bag, and inspection of the luer hub revealed a crack line along with several kinks at 25, 28, 52, 55, 58, 74, and 89 cm from the distal tip, with no other outstanding observations. Dimensional analysis confirmed the catheter¿s dimensions were within specification. The luer hub was connected to a syringe and torque was applied, revealing a cracked condition. Aspiration testing was performed, and after flushing with the syringe connected to the hub, a leak was observed, with air intake into the syringe most likely entering through the crack. Vision-system inspection of the cracked area showed fatigue striations on the hub surface that are commonly associated with material tensile overload, indicating that the hub material had been subjected to a tensile force exceeding the material¿s yield strength prior to cracking. Microscopic evaluation confirmed these tensile overload features. The cracked condition is consistent with previous escalated complaints, and the event was escalated accordingly. The reported ¿luer hub~cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hub of a 6f .070-inch judkins left (jl) 3.5 55¿125cm vista brite tip guiding catheter was found to be cracked upon opening the packaging for use. Another vista brite tip catheter was used to complete the percutaneous coronary intervention (pci) procedure. There was no reported patient injury. Upon opening the packaging, a crack was found at the base of the catheter, consistent with the image provided for review. The device was not separated into multiple pieces. The product was stored, handled, and prepped according to the instructions for use (IFU), and no difficulties were encountered during removal from packaging or preparation. The device was returned for evaluation.